Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. One 8fr angio-seal vip device was returned for product evaluation. The carrier tube, hemostasis sheath, and bypass tube were also returned. Visual inspection revealed that the carrier tube assembly was returned separately from the sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The bypass tube was completely detached from the main body of the carrier tube and the anchor and swollen collagen were exposed. No other visual anomalies were noted. No functional testing was performed; the bypass tube was not able to be resituated over the anchor because the collagen had expanded as it was likely exposed to blood. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the 8fr angio-seal vip device did not deploy. The device came out of the vessel when the physician went to deploy the inner collagen portion, the plastic piece never deployed the plug portion. Additional information was received on 30oct2019. Manual pressure was required with a prolonged stay in the pacu. Estimated blood loss was less than 20ml.